Event description:
The pt experienced an infection and the device was explanted. A new device was implanted in 2009, after the infection had "cleared". The pump was used to deliver baclofen.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. Training is in place.